Manufacturer narrative:
Result of investigation: the reported complaint was confirmed through the events log and duplicated during functional check by vyaire's failure analysis lab. The transducer pt802 has failed. The reported issue was resolved by shipping the customer their requested replacement on (B)(6) 2021.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. As of this time there is no information about patient involvement associated with this reported event.